Manufacturer narrative:
The mvs server was returned to the manufacturer for analysis. Analysis found that hard drive (hdd) d:2 was not seated properly. At start up error messages "confirm raid1(mirror degraded) is degraded and needs to be rebuilt" and "hard drive error" occurred. The hdd was re-seated and hard drive rebuilding started automatically. It completed successfully. Virus scan and patient data removal was done and os 4.0.2 booted up with no issues after being installed in a test system. Motion and generator readied. Charging and communication were successful; 3d and 2d images were acquired. Analysis found that the reported event was related to a computer component issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that a critical network interface was missing. Replacing the mobile viewing station computer resolved the issue. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the system would not connect to the navigation system. They couldn't verify the navigation system, and it had the correct igs server information entered. The mobile view station (mvs) station tab did not have any ip or network configuration field, just ae title and hospital name, there was no place to enter in the ip address, subnet, or gateway. No patient present.